Event description:
An unruptured 15-mm carotid ophthalmic aneurysm was treated in 12/2003. The aneurysm was framed with boston scientific target matrix coils and filled with microvention hes coils. The number and sizes of the coils is not known. A neuroform stent was placed post-coiling. No procedural complications were reported. At 6 months post-procedure, pt returned for a follow-up visit. A recanilization of the aneurysm was identified and treated with 5 boston scientific target matrix coils. No microvention hes coils were used. Pt presented in 10/2004 with headaches. MRI revealed hydrocephalus and edema. Pt treated with steroids and shunt. Symptoms improved/resolved.